Event description:
It was reported that during the procedure, after advancing a 3.0x18 rx xience xpedition stent delivery system (sds) over an unspecified guide wire to a lesion in an unspecified vessel without issue, the guide wire was exchanged for an unspecified whisper guide wire, which was advanced inside of the guide wire lumen of the sds, however, the whisper guide wire could not be advanced past the stent area of the sds due to resistance felt against the sds during the advancement; no force was applied. With the guide wire remaining in place in the anatomy, the sds was able to be withdrawn over the guide wire without resistance and another rx xience xpedition sds was able to be advanced over the same guide wire without issue, then was deployed, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the 3.0x18 rx xience xpedition sds with its inner member separated 8 millimeters distal to the guide wire exit notch. Additional information received indicated that the site was not aware of the separated inner member and no leak or blood was noted when pulling negative pressure on the sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to insert/position (guide wire resistance) could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.